Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. The cause for the failure was isolated to a cracked r30 resistor on the computer/analog board. The root cause for the damaged resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor sn (B)(4) and reported that the monitor was displaying a service code 102 (charge profile fault).